Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue.